Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2.1 and 2.2 were failed to open and not detected on bus. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer had failed. A field service engineer (fse) had checked the back panel and found no lights on the rear module, but there were lights on the printed circuit board assembly drawer board. Therefore, the fse replaced the pyxis module control drawer board for the rear module. The fse restarted the station, and the drawer was working. The system functioned as intended after the field service engineer repaired the device.